Event description:
It was reported that post implant of a realize gastric band, the band tubing was disconnected from the port. The original implant was performed by a different surgeon. The patient obtained a different surgeon to do the replacement of the port. A cat scan was done before the revision procedure and bubbles were seen coming out of port. The patient had an unknown number of fills prior to the port disconnect. The patient is fine. The device will not be released by the hospital.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.